Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had a history/settings issue. The reporter did not allege any harm or injury because of the reported issue. The reporter claimed that the bolus history revealed multiple random ghost boluses of 0 of 0 units completed. She indicated that the issue began on (B)(6) 2012. She denied that the patient had pressed any buttons during the time of concern. The alleged issue was resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a history/settings issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on properly with functional auditory and vibratory features. The pump was exercised for 24 hours with no unprogrammed boluses occurring. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested during investigation, and there was no button hypersensitivity observed. The complaint could not be duplicated during investigation.